Event description:
It was reported that the right ventricular (rv) lead had no capture and was oversensing due to a possible fracture. The lead was cut and partially removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the proximal segment of the lead was returned, analyzed and no anomalies were found. A proximal portion was received measuring 12 cm. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary # 693565: analysis of the device memory indicated a lead warning alert. It was also noted that analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was undefined, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).